Event description:
The customer reported that they received erroneous results for one patient sample tested for bun and creatinine. The sample initially resulted as 88 mg/dl for bun and 12.1 mg/dl for creatinine. These initial results were released outside of the laboratory where they were questioned by a physician. The physician ordered another draw of the patient. A new sample was drawn from the patient on (B)(6) 2013 and this sample resulted as 10 mg/dl for bun and 0.8 mg/dl for creatinine. The customer then pulled the primary tube of the original sample and repeated it on (B)(6) 2013 on a different c501 analyzer. The sample repeated with results of 12 mg/dl for bun and 0.9 mg/dl for creatinine. The repeat results were believed to be correct. The patient was not adversely affected. The bun reagent lot number was 68945601 with an expiration date of 06/30/2014. The creatinine reagent lot number was 69071001 with an expiration date of 07/31/2014. The customer noted that they ran bloodbank work on both samples to confirm that there was not a mislabeled tube. Both tubes had the same antibodies and both were a negative type, so they believe the samples are from the same patient. The customer also ran a complete metabolic panel on the original sample and all other results from the original run match the repeat testing. The field service representative could not determine a cause. He checked the operation of the instrument. The customer ran precision studies, calibration, and quality controls; all tests passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The field service representative confirmed that he checked the pump pressure for the washing unit and this was within specification. A specific root cause could not be determined based on data provided. Additional information was requested from the customer, but could not be provided. Since the sample result differences are very big, calibration and quality controls are acceptable, and the customer has not reported any new problems or problems with any other test on this analyzer, it can be assumed that the root cause is a pre-analytical issue.